Manufacturer narrative:
G4: 06oct2019; b4: 08oct2019. This customer returned gui assembly was tested with no errors identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09july2019. The manufacturer¿s field service engineer (fse) confirmed the reported green lamp had an illumination failure, and confirmed the panel button did not respond well. The manufacturer¿s fse replaced the user interface assembly, and the unit was checked overall and no abnormality was found.

Event description:
The customer reported the green lamp had illumination failure, and confirmed the panel button did not respond well. There was no patient involvement.